Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet bionic pancreas despite multiple cartridge and infusion set changes, and the caregiver was advised to check ketones, follow the ketone action plan, and contact a healthcare provider for guidance on injection dosing. Symptoms included elevated blood glucose. Outcomes included the need for healthcare provider consultation and use of backup injection therapy guidance. Investigation included a review of the reported event and user-reported troubleshooting. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that no device malfunction could be confirmed based on the available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
"This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence".